Event description:
It was reported that, "the screw was implanted for scatho-lunate ligament repair. He put the screw in the lunate and the scathoid to try to keep the ligament from stretching during rehab, which is off label use. During removal, the screw broke."

Manufacturer narrative:
Investigation in progress but not yet complete.